Event description:
This report is based on information provided by a philips remote service engineer and philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a, heartstart mrx monitor/defib indicating that the ECG board failed. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the ECG board failed. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported the ECG board failed. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.